Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the right high resolution stereo viewer (hrsv) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the hrsv involved with this complaint and performed the failure analysis. During in-house failure analysis, the hrsv monitor was installed into printed circuit assembly (pca) xi system, the system powered up with no image in right eye. The visual inspection shows the unit in good condition. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, console # 1 has no video in right eye. The technical support engineer (tse) reviewed the logs and found no errors. Prior to report the issue, the customer pressed the emergency stop and continued to see if that would get the video in the right eye; however, the tse informed that it would not help restoring video in the right eye. The tse suggested to power cycle the system and also hard power cycle the surgeons console to possibly restore video to the right eye. The customer continued the case using the second console. The field service engineer (fse) later contacted the customer, and it was informed that after a hard power cycle the right eye still had no image. The tse recommended reseating the blue fiber cables and perform another hard power cycle to see if that resolves the issue. If issue persists, the right high resolution stereo viewer (hrsv) monitor may need to get replaced. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that two consoles were used for the procedure. The second console which the resident used had issues with right-eye vision, and the surgeon had to continue the procedure with only one console.